Event description:
During a hip fracture surgery on (B)(6) 2013, it was reported the conical extraction device for threaded washers broke in half. The surgeon used pliers to remove the portion of the instrument from the patient. No additional time was added to surgery and the procedure was completed without impact to the patient reported. This is 1 of 1 report for complaint #39481.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. There were no anomalies which could have caused or contributed to this complaint. All records indicate the product shipped was manufactured to specifications. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing report reported the end of the part with the threaded portion was broken off. The threaded end piece was not returned. The main diameter 3.0 shaft itself has a bend in it. There are marks and scratches along the end of the part opposite to the break. All features measured are within specification. Return of device. Status changed from no to yes.